Event description:
Information received a smiths medical cadd solis 2110 pump cassette error alarm. No adverse patient events reported.

Manufacturer narrative:
Additional information: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with some contamination by the 3 pins. Event history log review was performed and found evidence of reported problem. Visual inspection and power up/self-test were performed. The customer's reported problem was confirmed. According to the investigation, the reported problem was caused by the pump stuck cassette detector pin. This was caused by the customer improper use of the device. Investigator's replace all 3 cassette detector pins, perform a full pm and functional testing passed. The problem source of the reported problem is user interface.